Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The torque device and balloon catheter used with the guidewire was returned. Visual inspection revealed that the guidewire was bent at approximately 56.0cm and 80.0cm from its proximal end and its distal section. There were no anomalies observed to the hydrophilic coating. The guidewire ptfe coating (polytetrafluoroethylene) was scrapped off at approximately 35.0cm from its proximal end. There was unknown crystallized substance just distal to the balloon catheter section. During functional testing, the guidewire was introduced and advanced into the balloon catheter and it was stopped at approximately 105 to 110.0cm from the catheter proximal end. All attempts made to flush the balloon catheter was not succesful due to it being clogged with unknown substance. Then the guidewire was loaded in a demonstration balloon catheter and it exited the distal end with slight friction. Torquing movement was not smooth due to the bends observed on the guidewire. It appears that the torque device had scraped down the guidewire ptfe. Per the device dfu,¿exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking. Excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire.¿ because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the analyzed ptfe peeling is considered to be related to use error. Information available indicates that the device was prepared as per the dfu, no anomalies were noted after unpacking, and continuous flush was maintained. The balloon catheter used with the guidewire was was clogged with unknown substance, thus the reported damages to the guidewire was caused by the balloon catheter.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.